Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alerts, pump error 68 alarms, pump error 49 alarms or pump error 23 alarms noted during testing or in the device trace download. Unable to verify change or battery lasts less than expected anomaly due to no battery received with device. Corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 224 mg/dl. Customer stated that they unable to complete troubleshooting due to insulin pump had post-reset ram crc alarm. Customer was able to clear the alarm, able to complete pump rewind. Customer stated that in the morning when he woke up insulin pump was complete turned off. Customer stated that insulin pump had low battery alert. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.